Manufacturer narrative:
Investigation is not complete.

Event description:
Allegedly during surgery, the drill bill broke off in the patient and could not be retrieved. X-rays look good per surgeon and patient is doing well with no pain.